Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Ntw (lot: 31130r1101) was chosen for implantation first. During deployment the clip had issues with the first establishment of final arm angle (efaa). The clip continuously opened from 5 to 20 degrees. Troubleshooting was performed but was unsuccessful. The clip was removed and replaced with ntw (lot: 31207r1068). Inside the patient, the replacement clip could only be closed to 20 degrees under strong resistance. Complete closing was not possible. The clip was removed through the steerable guide catheter (sgc) in an inverted position due to the clip not being able to close. There was no damage observed to the steerable guide catheter. A replacement sgc (lot: 31027r1102) was used to implant three replacement clips successfully ntw (lot: 40129r1054), xtw (lot: 31101r1052) and xt (lot: 40201r1059). The procedure ended with mr reduced to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported inability to close the clip (difficult to open or close) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unable to close the clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.